Manufacturer narrative:
(B)(4). All the operating currents on the insulin pump are within specifications. Analysis noted no unexpected low battery or off no power alarms. The insulin pump passed the displacement test, the rewind test, the basic occlusion test, the occlusion test, the prime test, and the excessive no delivery alarm test. The insulin pump alarmed unexpected restart after battery change due to the polarity being installed in-reverse on the interface board and a voltage leak. The insulin pump was also received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and a cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart after changing the battery. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.